Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) oversensed noise, leading to pacing inhibition and inappropriate therapy. The patient experienced a period of asystole. No changes in lead measurements were noted.